Manufacturer narrative:
(B)(6). Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Event description:
The customer reported a ventilator cut out twice while training was being carried out and it reduced blowing power. The customer reported that the device was not in inpatient use when the issue was discovered. There was no patient or user harm reported. The device was evaluated by the customer and international philips field service engineer (fse). The fse confirmed that testing revealed airflow, oxygen flow, and o2 mix accuracy tests failed and are out of specification.

Manufacturer narrative:
The customer also reported that the ventilator experienced an unexpected shutdown without annunciating an alarm. The international philips field service engineer (fse) advised the customer that they may need to replace the gas delivery assembly (gds) or the flow sensor assembly. The fse replaced the flow sensor assembly. Additionally, the base assembly, o2 fitting retention plate, end bezel, top cover, side panels, filter and retainer fan guard, and the central processing unit (cpu) tray cover were replaced due to being defective.

Manufacturer narrative:
The flow sensor assembly was returned for failure investigation. Failure investigation was unable to reproduce the reported malfunction nor was any other problem noted. The root cause of this complaint cannot be determined at the component level. Trends for this type of issue will continue to be monitored to determine if additional actions are required. Based on information provided and/or service performed, the reported issue was not confirmed.